Event description:
Customer's wife reported a professional meter result of 137 mg/dl and a result of 530 mg/dl within 10 minutes on the advantage system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the meter, customer no longer has strips. Replacement was sent.